Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic peritoneal adhesions (female). Concomitant products included marvelon (kariva) from april 2012 to july 2012 for contraception. On (B)(6) 2012, the patient had essure inserted. In april 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("moody"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain upper ("stomach cramping"). The patient was treated with paracetamol (tylenol regular), pamprin and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood altered, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, alopecia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2012: total bilateral occlusion on (B)(6) 2016, ultrasound scan vagina revealed the right ovary is visualized. There was complex, likely hemorrhagic left ovarian cyst increasing 1.8 x 1.1 x 1.2 cm. On (B)(6) 2016,there was some thickening of the peritoneum above the adhesion. On (B)(6) 2016, findings reveald peritoneal adhesion, excisional biopsy, fibroadipose tissue showing fibrosis, fat necrosis, and granulation tissue with admixed acute and chronic inflammatory exudates, consistent with peritoneal fibrous adhesion. Uterus. Cervix, and bilateral fallopian tubes, total laparoscopic hysterectomy with bilateral salpingectomy: right fallopian tube, acute salpingitis, negative for malignancy. Uterus size. 8.7 x 6.5 x 4.4 cm. Left fallopian tube. 7.2 x 0.5 cm. With fimbriae. Unremarkable. Block b1. Right fallopian tube, 7.5 x 0.5cm with fimbriae. Unremarkable, block 82. Left ovary, not present. Right ovary not present. Essure wire in situ. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events added- moody, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), stomach cramping and hair loss. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2016,there was some thickening of the peritoneum above the adhesion. On (B)(6) 2016, findings reveald peritoneal adhesion, excisional biopsy, fibroadipose tissue showing fibrosis, fat necrosis, and granulation tissue with admixed acute and chronic inflammatory exudates, consistent with peritoneal fibrous adhesion. Uterus. Cervix, and bilateral fallopian tubes, total laparoscopic hysterectomy with bilateral salpingectomy: right fallopian tube, acute salpingitis, negative for malignancy. Uterus size. 8.7 x 6.5 x 4.4 cm. Left fallopian tube. 7.2 x 0.5 cm. With fimbriae. Unremarkable. Block b1. Right fallopian tube, 7.5 x 0.5cm with fimbriae. Unremarkable, block 82. Left ovary, not present. Right ovary not present. Essure wire in situ. Concurrent conditions included pelvic peritoneal adhesions (female). Concomitant products included desogestrel;ethinylestradiol (kariva) from (B)(6) 2012 to (B)(6) 2012 for contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), mood altered ("moody"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and abdominal pain upper ("stomach cramping"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with mepyramine maleate;pamabrom;paracetamol (pamprin), paracetamol (tylenol regular) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vulvovaginal pain, mood altered, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, alopecia and abdominal pain upper had not resolved and the genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: ultrasound scan vagina revealed the right ovary is visualized. There was complex, likely hemorrhagic left ovarian cyst increasing 1.8 x 1.1 x 1.2 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received- outcome of dysmenorrhoea, menorrhagia, vaginal haemorrhage, migraine, headaches, tooth disorder, hair loss, dyspareunia, female sexual dysfunction, moody, pelvic pain, vulvovaginal pain, abdominal pain upper updated to not recovered / not resolved. New reporter were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (had one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.